Event description:
The cell-dyn emerald is an automated hematology analyzer intended for in vitro diagnostic use in the clinical laboratory. After installation of the analyzer, some cell-dyn instruments would not initialize and power up. The error message generated is "no memory available." Upon further evaluation by the supplier, it was determined the cell-dyn emerald central processing unit (cpu) board appeared to not have enough memory to initialize and power up the instrument due to a problem with how the flash memory is initialized. In this failure mode, the instrument is unable to generate results and has the potential to cause a delay in generating patient results greater than one hour and up to 24 hours. For certain assays, this could impact patient management. A product correction has been issued and reported under 21cfr806 for the cell-dyn emerald to the FDA (B)(4) on (B)(4) 2010. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
(B)(4). Cell-dyn emerald cpu boards, part numbers: 8701686901 and 8701686902. The cause of the cell-dyn emerald initialization (powering up) issue was due to a problem with how the flash memory is initialized on the cell-dyn emerald cpu board. Abbott issued a product correction letter to all cell-dyn emerald customers who received the affected analyzers, instructing customers to install a printer driver which will eliminate the possibility for the error to occur.